Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had to stop wearing the last set of aligners because they cracked and causing cuts inside their mouth. Asked if patient has any aligners they can hold in for now. Requested video of removing/placing in the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.